Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer performed a supply change and administered a correction injection to address bg. Reportedly, a new cartridge was loaded, and insulin delivery was resumed.